Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, withdrawal difficulty occurred. The 90% stenotic lesion was located in the severely calcified posterior tibial artery. The physician encountered resistance advancing the 4.0-40, 135 wanda balloon to the lesion, however the balloon was advanced to the lesion and inflated. Upon removal the physician experienced difficulty removing the device. The procedure was completed with another 4.0-40, 135 wanda balloon catheter. No patient complications were reported and the patient's status is stable. This device is only (B)(4) approved but is similar to marketed us device.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, withdrawal difficulty occurred. The 90% stenotic lesion was located in the severely calcified posterior tibial artery. The physician encountered resistance advancing the 4.0-40, 135 wanda balloon to the lesion, however the balloon was advanced to the lesion and inflated. Upon removal the physician experienced difficulty removing the device. The procedure was completed with another 4.0-40, 135 wanda balloon catheter. No patient complications were reported and the patient's status is stable. This device is only ous approved but is similar to marketed us device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Updated: device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes. Device evaluation: a visual examination of the returned balloon showed evidence of having being inflated. There was no damage noted to the balloon. There were several small kinks on shaft along its length. The balloon was advanced and withdrawn through a 5fr test sheath without issue. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).